Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2 (report source).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) ECG signal was not coming. No one was harmed onsite.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the ECG cable. The ECG signal was then working properly. All tests and functions were working properly. The iabp was handed over to the customer for clinical use.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) ECG signal was not coming. There was no patient involved.